Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had been experiencing discomfort (described as heating) at the ipg site since being implanted. The patient reported when the heating became uncomfortable the therapy would be turned off. A company representative met with the patient and connected to the ipg with all contacts of normal impedance values. The patient's doctor was notified. Surgical intervention was taken to explant the scs system. It is unknown at this time what date the system was explanted.